Manufacturer narrative:
The failure analysis engineer was unable to duplicate the reported overheating, but did confirm that the device was noisy and vibrating, and had a worn rotor assembly.

Event description:
It was reported that during testing performed by a sales rep at the user facility, the device was determined to be overheating. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing performed by a sales rep at the user facility, the device was determined to be overheating. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.